Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager failed. The customer reported that users were unable to remove medications from smart remote manage while attempting to administer medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed. Field service engineer manually failed the smart remote manager and had the customer to recover a issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.